Event description:
A site representative reported while in a navigus biopsy case they were not able to track the needle. It was determined that they were not using the navigus probe and had not set a target and entry point in the software. In trouble-shooting with a medtronic representative, it was learned that they had done a touch-n-go registration with a predicted error of 4.0, however, the surgeon had not checked his accuracy. The surgeon attempted a pointmerge registration and was able to complete this with a 3.8 predicted error and verified accuracy to be good. Instructed them on re-draping around the vertek arm and putting the sterile reference frame on; surgeon were then able to lock trajectory with a 0.2 target alignment error and set the depth stop to the correct value to get a sample. Case proceeded as planned and was completed with the use of the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Software investigation completed. Per case description inaccuracy was likely caused by draping over reference frame and frame movement. No issues after re-registering pt, software functioning as intended.